Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a biomed error and is not communicating with the server. The device was administering vecuronium medication in a 60 ml syringe. There were no adverse events reported.